Event description:
Related manufacturer number: 1627487-2023-01587. It was reported that surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted and replaced to address ineffective stimulation due to the fractured lead. It was also reported that the patient experienced discomfort at the ipg site. As a result, during the same surgical procedure on (B)(6) 2023, the ipg was explanted and replaced to address the issue and to take advantage of new technology.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.